Event description:
The customer obtained false positive vitros trop I es outlier on a patient sample. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial trop I es patient result was reported to the clinician, however, there was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unk. It is likely that cellular debris, due to poor sample preparation, was present in the original sample that was no longer present when the sample was repeated, however, this could not be confirmed.